Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with malfunction alarm s321 (motor error-pmc left). The device was returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, malfunction alarm s321 was noted in the device history but not duplicated during testing. No additional information was provided.